Event description:
It was reported that the patient had redness and swelling at both incision sites. The patient was prescribed with antibiotics due to possible infection. The patient's symptoms had subsided and the patient was getting better. Additional information was received that the physician believed that the infection was not device related. The patients wounds were checked and there were no signs of infection noted. The patient was doing well with good coverage.

Manufacturer narrative:
Investigation results: all explanted devices were not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed that all devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: all explanted devices not returned for analysis and the complaint as reported could not be confirmed. Record review revealed no additional information related to the complaint. Therefore, this investigation is unable to determine a probable cause for the complaint and the conclusion code known inherent risk of device will be used.

Event description:
It was reported that the patient had redness and swelling at both incision sites. The patient was prescribed with antibiotics due to possible infection. The patient's symptoms had subsided and the patient was getting better. Additional information was received that the physician believed that the infection was not device related. The patients wounds were checked and there were no signs of infection noted. The patient was doing well with good coverage. Additional information was received that the patient was admitted to the hospital due to an infection with symptoms of pain at the incision site. The physician believed that the infection was related to the implant procedure. The patient underwent a procedure wherein the ipg and leads were explanted and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient had redness and swelling at both incision sites. The patient was prescribed with antibiotics due to possible infection. The patient's symptoms had subsided and the patient was getting better. Additional information was received that the physician believed that the infection was not device related. The patients wounds were checked and there were no signs of infection noted. The patient was doing well with good coverage. Additional information was received that the patient was admitted to the hospital due to an infection with symptoms of pain at the incision site. The physician believed that the infection was related to the implant procedure. The patient underwent a procedure wherein the ipg and leads were explanted and that the patient was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient had redness and swelling at both incision sites. The patient was prescribed with antibiotics due to possible infection. The patient's symptoms had subsided and the patient was getting better.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5006235 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2318700 model: sc-2318-70 serial: (B)(6). Batch: 5005386 UDI: (B)(4).